Event description:
Initial report: this spontaneous case was reported by a physician (surgeon) with limited information only. Two and a half years ago, a patient had been treated with poly-l-lactic acid (sculptra). The patient contacted the physician because of extended formation of granuloma. Further information was not provided. Case upgraded to serious upon additional information received on 7-apr-2010 from physician (surgeon): the physician could not provide further information concerning the application of poly-l-lactic acid since the procedure was performed by another operator (unknown). Because of several non-visible nodules the patient had been treated obviously with cortisone injections which caused necrosis of fat tissue. Additional information received on 9-apr-2010 / assessment after ptc investigation: batch record review without hint to root cause. Conclusion: no faults detectable.

Manufacturer narrative:
On 31-mar-10, device qc performed. On 09-apr-10, device qc performed.